Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 800 pro chemistry analyzer, and identified the failure mode as a defective carbon bridge. The fse replaced the carbon bridge and cleaned the ion-selective electrolyte tubing to resolve the issue. Initial reporter telephone number :(B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneous low sodium (na) results for sixty-nine (69) patient samples on their dxc 800 pro clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided data for the 69 patient samples.